Event description:
Vns pt was diagnosed with vocal cord paralysis. Reporter indicated that their voice was not clearing after vns implant and that "a muscle around the vocal area are was not moving." The pt is reportedly attending speech therapy once every two weeks, which seems to be helping. No other intervention is planned and recovery is expected.